Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 9681442-2023-00037 was a duplicate record and was opened in error. The event details are being captured under complaint file # 7020270. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: d4 (expiry date: 12/2023), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a stent placement procedure, the package was allegedly damaged. There was no patient contact.

Event description:
It was reported that prior to a stent placement procedure, the package was allegedly damaged. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Device not returned.